Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Additional information: additional information received reported the reason for explant was because the aim and refraction was not achieved. Reportedly, the lens did not malfunction. Also, there was no incision enlargement, no vitrectomy, and no capsule tear. The replacement lens was the same model, but different diopter of 13.0 the patient is doing well post-operatively and is a male with date of birth (B)(6) 1962. The operative eye was the left eye and the doctor's name was dr. (B)(6). In addition, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. No additional information was provided. . All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 14.5 diopter intraocular lens (iol) was explanted from the patient's operative eye. No additional information was provided.